Event description:
The customer states that an axsym bhcg result of 0.4 miu/ml was reported on a pt that was transferred from another facility where pregnancy testing was positive (method unknown). The customer performed a urine pregnancy test (method not provided) on the pt which was positive. The customer noted that the original serum sample was clotted. After the fibrin was removed, the sample retested at 24,799 miu/ml. An ultrasound was performed on the pt to rule out ectopic pregnancy. No pt injury was reported.